Event description:
A patient services representative (psr) called in to zoll lifecor customer support to report a problem with an electrode belt she was about to exchange with a patient. The psr reported that the electrode belt would not connect to a monitor because, a few of the pins inside the connector appear to be "too close together." The psr received a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins could not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. This electrode belt was last in for service on 4/28/2010. At that time, the belt passed all functional tests and successfully connected to a test monitor, indicating that the belt's connector pins were intact when the belt was put into stock on 5/7/2010. No adverse event resulted from the bent connector pins.